Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from canada that during an unspecified orthopedic surgical procedure, it was observed that the transverse piece of distal portion of the craniotome attachment device broke off, which caused a bleed in the sinus. It was reported that the surgery was aborted and the patient was sent to ICU to control the bleeding. It was reported that the patient is out of the ICU and the bleeding is under control. According to the reporter, the broken piece had migrated to the back of the head and was unable to be retrieved. It was reported that there were delays to the surgical procedure due to the event. There was patient involvement reported. There was medical intervention and prolonged hospitalization associated with this event. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.